Manufacturer narrative:
The insulin pump was received with a cracked display window, cracked display window corners, cracked battery tube threads, and a cracked reservoir tube lip.

Event description:
It was reported that the customer's insulin pump sustained physical damage, including crans around the screen, on the edges of the screen and around the battery compartment. It was not known how the damage occurred. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.